Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the surgeon was screwing up the side screw with the ar pin driver/hex wrench, the side screw broke."